Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed confirmed reported issue "no connection between ias and mvs." Mvs cable interface was bench tested by using cable validator nt900. Cable failed continuity test is due to open connection between lemo port #6 and j8 connector #2. Passed gbit and 100t test. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system lost charger power from the umbilical cable. The representative replaced the umbilical which restored the connection and power charger from the mvs and ias. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a procedure. It was reported that there were connection problems between the image acquisition system (ias) and mobile view station (mvs) in standalone mode.